Event description:
It was reported to aci that a patient underwent a diagnostic coronary procedure on an unknown date. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that 8 days post mynx, the patient got a (B)(6) infection. It was noted that there was pus (not a clear discharge) and oozing from the puncture site. The patient was sent to surgery and had a endarterectomy to repair the infected groin. The physician who performed the cut down stated that the staph infection was present on the artery, but the patient did not have a systemic infection. The patient was hospitalized. It is unknown if the patient's hospitalization was mynx-related or not.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that the mynxgrip vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use.